Event description:
It was reported that freeze capture from patient was seen in clinic. Possible loss of ventricular capture was noted. Programming changes were suggested, but the decision was made to continue monitoring the patient. The patient was stable.